Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-77585.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 400 mg/dl at the time of admission. Customer stated they have been experiencing high blood glucose for the past year. The customer reported eating a bowl of fruits, taking a bolus and then feeling sick shortly after. The customer was treated with an insulin drip and released from the hospital. Customer was wearing the insulin pump at the time of hospitalization. The customer also reported being hospitalized in (B)(6) 2015 for high blood glucose. The customer declined to return the insulin pump for analysis.